Event description:
While a newborn was receiving ECMO, a stopcock was noted to be cracked, which permitted air to back up into the IV infusion. The infusion line was clamped and stopped immediately because air was on the venous side of the circuit and the air could be manipulated into the membranoxygenator, the infant never came off bypass. The stopcock was examined in clinical engineering and a large crack was noted on the port.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: port, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.